Event description:
Additional information noted the device has been explanted. All reported events have been resolved.

Event description:
Additional information reported, patient now experienced the event bcva loss of 2 lines or more. The event was mild, lasted for a week. And is recovered/resolved.

Event description:
Patient was treated with moxifloxacin, prednisolone acetate and cyclopentalate for endophthalmitis. After device removal, patient experienced iop greater than 10 mmhg from baseline (not device related).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of endophthalmitis and vision abnormalities are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional event reported endophthalmitis and bcva worse than 2 lines from baseline in the right eye against the xen®45 gts. Treatment was noted as patient was referred to retinal specialist and had a victrectomy. The events are recovering/resolving. The event of curved xen was noted as needling procedure was performed to adjust the xen®45 gts.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to serial and lot #: serial number (B)(4), lot number 62874.

Event description:
Healthcare professional reported a clinical patient experienced curved xen in the right eye against the xen®45 gts. Action taken with study device was noted as adjustment. The event has been resolved.